Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell two weeks prior and hit the backside of the head. Soon after the fall she reportedly lost access to sound with the device. The patient was reprogrammed and now hears sound. Further testings have been required.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: reportedly, the patient has a vestibular condition and suffered a trauma to the head in (B)(6) 2016. Afterwards, in situ testing results and performance with the device fluctuated. However, when the patient was seen again in (B)(6) 2016, observed fluctuations were no longer present and benefit from the device could be increased. Therefore, temporarily observed symptoms were most likely due to unrelated medical reasons possibly induced by the reported trauma. This is a final report.

Event description:
The patient fell two weeks prior and hit the backside of the head. Soon after the fall she reportedly lost access to sound with the device. Channels 10-12 have been disabled since activation due to being extra-cochlear. In situ measurements taken in (B)(6) 2016 show impedance on all channels within normal limits; subsequent measurements taken after the fall in (B)(6) 2016 showed 3 channels with high impedance status. The patient was reprogrammed having access to sound with the device. Further testing has been required. As per additional information received, the patient did not go to the ER or saw her doctor at that time of the fall. The patient has vestibular issues and reportedly falls frequently. In situ measurements conducted in (B)(6) 2016 showed the impedance on all channels returned to normal values. A CT scan was obtained and was unremarkable. Speech test scores improved since testing in (B)(6) 2016 and the patient reported that it was much clearer.